Manufacturer narrative:
H6. Codes: updated. The affected device was not returned. Sixty-one returned samples were received in good condition, no failure about the erased/blurred numbers, the supplier checked the device history record (DHR), and retained sample in supplier, confirming that there was no abnormality in the production process.

Event description:
It was reported that while the patient was intubated with a non-reinforced murphy no. 8 endotracheal tube with a cuff, the numbers and dental markings were erased, making it necessary to perform an x-ray to confirm tube placement. There was patient involvement and there was no reported harm.

Manufacturer narrative:
E1 phone number: (B)(6). D4: expiration date and h4: manufacture date are unknown; no information is available based on reported lot number. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.